Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 500 mg/dl. The customer treated with insulin from the pump. Customer indicated that there were issues with the sensor and the needle came out of the sensor. Customer declined to troubleshoot. The product will be returned.